Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Pump received with scratched lcd window, crack case on top right and left, bottom right corner near display window, broken reservoir tubelip, crack on reservoir tube near esc button dome and crack battery tubethreads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 5.2 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.